Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after receiving multiple inappropriate shocks while programmed in alternate vector. The physician observed a very small amplitude signal in the programmed and suspected system dislodgment. The patient was hospitalized to perform further evaluation. Boston scientific technical services recommended troubleshooting steps. During the follow-up, different episodes were observed with very small signal amplitude and noise that caused the therapy release. All vectors have been checked and during patient movement, the primary vector was selected. An x-ray had been performed and confirmed good position of the lead. When programmed to the primary vector no noise and no signal reduction have been observed during patient movements and position changing. The plan is to follow up with the patient in one month and continue monitoring this patient via latitude, home monitoring system. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service.